Event description:
During a standard iliac artery diagnostic analysis, after the catheter was placed over the guidewire, blood was noticed coming out a hole in the side of the catheter. The catheter was exchanged for another unit. There was no report of patient injury. Additional patient and procedural information has been requested. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" ). Additional information will be submitted within 30 days of receipt.